Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which a hole was found in the reservoir and a new component was implanted. The cause for the hole was not provided by the facility. Following the intervention the patient was stable and improved.